Event description:
It was reported that the spike of a clearlink continu-flo solution set fell out of a non-baxter IV bag during infusion. The customer reported that the device did not fit properly into the administration port of the bag. The reporter stated that this led to chemotherapeutic solution spilling on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.